Event description:
The customer reported that the device stopped working during the case. When the device was set down it activated on its own. There was no pt injury. No further info is available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.